Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during repair of inguinal hernia with mesh procedure, the surgeon informed the nurse that the tip to his suture needle broke off. X-ray taken immediately with portable machine. X-ray negative for any retained portion of suture. The broken needle was discarded and opened a new needle.

Manufacturer narrative:
Uf/importer report#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the surgeon informed the nurse that the tip of his suture needle broke off. X-ray taken immediately with a portable machine. X-ray negative for any retained portion of suture.